Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. E1. Address information was not provided, therefore, xx was used as a place holder. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
It was reported that bd insyte autoguard catheter tip integrity. The following information was provided by the initial reporter, translated from portuguese to english: needle too far from the beginning of the catheter. Elderly patients with ballerina veins feel greater challenge in catheter progression very fast needle retraction sometimes spattering blood distance from needle to catheter start sensation of pushing the vein without cutting blunt tip painful bad cutting sensation for the patient patients with more resistant skin very long needle guard making it difficult to grip no problems overall, but not your cup of tea. Poor grip due to size sharpened catheter, very good and slips well very fast safety trigger device that sometimes splashes or is unintentionally triggered it reports some advantages and disadvantages half-blind catheter I missed the blood return in the cannon difficult to grip cannon catheter slips off the needle if it does not hold on the flap tighter needle in the polyurethane of the catheter used before, bd slips very easily from the needle. Regarding the distance between the needle and the catheter, they report that many times when they perceive the blood return through the instflash and the catheter is going to progress, the needle seems to have already transfixed the vessel and ends up losing the catheter. I took some photos to show that there was no significant difference or even the competitor's would be even a little more distant, but the blood return in the cannon helps them to verify that it is still inside the vase.

Manufacturer narrative:
Correction: cancel MDR. Complaint review resulted in the determination that: there was no mention of catheter tip damage per the reported event.

Event description:
No additional information.

Manufacturer narrative:
Additional information: sku has been updated accordingly to add information received on meeting with bd representative. Correction: aware date.